Event description:
A patient reported experiencing inaccurate high results with a one touch ultra meter. The patient's blood glucose results were 85 compared to the lab's 60 mg/dl. Tests were done witnin 10 minutes. Patient reported that "patient tested on patient's meter from patient's arm, the same site where the blood was drawn for the lab tests". Patient did not experience any adverse events. No further information has been reported.